Event description:
A customer reported that a sys had no phaco during a procedure. The sys was exchanged to complete the case. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).